Manufacturer narrative:
This report is submitted on january 5, 2018. (B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2017, due to the patient experiencing pain, weeping and bleeding at the implant site.